Event description:
Healthcare professional reported after injection with juvederm ultra plus xc in the lips and nasolabial folds, pt immediately experienced "bruising" and "hematoma" on the inside of the lip and "discoloration" to the outside of the lip. Amica and trental were prescribed. The symptoms are considered fully resolved.

Manufacturer narrative:
The event of bruising, hematoma, and discoloration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: intended use/indications, juvederm ultra plus xc injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). Precautions: the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome range from resolved to ongoing at last contact. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, ecchymosis resolved within a few days to 6 weeks.